Event description:
As the item was placed on the guidewire, the product just flowered by itself with no prompting. The stent deployed on the field even with the safety mechanism not removed. A new device was utilized.